Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was "not properly working." Reportedly, the pump issue caused the customer's blood glucose (bg) to intermittently go up to the 400 (mg/dl) range. Customer would use the pump to address bg levels. The customer discontinued using the pump for insulin therapy and reverted to manual injections.